Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the whitish foreign material adhered/clogged in air/water channel and air/water cylinder remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found no color on the air/water cylinder and suction cylinder, the insulation resistance value at the distal end did not meet standard value due to a burn on the plastic distal end cover, a partially dark area in the image due to a crack on the objective lens, the play of the up/down and right/left knobs were not in standard value due to wear of an angle wire, the light guide bundle had breakage, the nozzle was deformed, a cracked light guide lens, the adhesive on the bending section cover had a visible thread, and a wrinkled universal cord. It was also found that the reported fault was likely the result of insufficient reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a halo effect due to a defect in the lens. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, white foreign material was found in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.